Manufacturer narrative:
The product has not been received for evaluation. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. (B)(4).

Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using an uphold vaginal support system, the needle detached when the physician was pulling it through the sacrospinous ligament and was caught inside the capio device. The physician used another uphold vaginal support system to complete the procedure, without complications to the patient, who is reportedly "fine" post-procedure.

Event description:
It was reported to boston scientific corp that during an anterior pelvic floor repair procedure using an uphold vaginal support system, the needle detached when the physician was pulling it through the sacrospinous ligament and was caught inside the capio device. The physician used another uphold vaginal support system to complete the procedure, without complications to the pt, who is reportedly "fine" post-procedure.

Manufacturer narrative:
Additional manufacturer narrative:visual analysis of the returned uphold vaginal support system showed that the blue dilator was detached near the center. Kinking and tearing were observed on both dilators and both needles were still attached to the sutures. The open access capio suture device was not returned. The probable root cause for the dilator detaching was determined to be design.(B)(4).